Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. A 24 x 3.00 promus premier select drug-eluting stent was selected for use. However, after opening the protector, it was noted that the distal part of the stent strut was damaged and was kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.